Event description:
Procedure: prostatectomy. According to the reporter: while firing across the dorsal vein, the handle cracked and the shaft where the articulation knob came apart. The load was locked on tissue with just the shaft hanging out of the trocar. Approximately 2-3mm of tissue was cut away from the load and the load removed. Surgeon then sutured tissue to complete the case. Operating room time was delayed by 30-35 minutes.

Manufacturer narrative:
(B)(4)